Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call issues with the insulin pump. Customer's blood glucose level was 11 mmol/l. Customer advised when they changed out the reservoir and completed the fill tubing process the insulin did not stop dripping out. Customer changed out their reservoir one more time and the same issue persisted. Customer was able to perform and pass the displacement and self-tests. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies or loading incomplete alarms noted. However, the insulin pump had received with minor scratched lcd window.